Manufacturer narrative:
(B)(4). Date sent: 10/22/2025 d4: batch # unk. Additional information was requested, and the following was obtained: the device did not deliver the staples and there was no staple line complete since the staple line was not complete the device did not cut as well. The procedure was a laparoscopic case, hence the device was removed. The patient status is unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cartridge was returned with no apparent damage. The following observations were noted during the visual inspection. Differences were observed in the edges of the cartridge body, the cartridge pan, and the pocket extensions. The batch number is similar in format and location; however, it was verified that batch t5c508 belongs to a plee60a device. When inspecting the bottom part of the cartridge assembly with the pan removed, clear differences in the drivers were detected. The counterfeit cartridge has drivers of different colors within the same assembly, compared to the original cartridge. Additionally, discrepancies were found in the ramps and the edges of the sled. The sample received complaint is confirmed as counterfeit product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon used the echelon 60 powered gun which misfired even after using one blue reload. There was no patient consequence nor surgical delay reported. No additional information provided.